Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). After interrogation, the device booted to a system error. (B)(4). The rf (radio frequency) head cable had damaged insulation. The cable was found out of mechanical specification. The rf head was functionally ok.

Event description:
It was reported that after updating software to the programmer an error message was generated that indicated that the registry files were corrupted. It was also reported that this issue cannot be corrected in the field and it was recommended that the programmer be returned for service. It was further reported interrogation was attempted and then a system error occurred. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.